Event description:
It was reported that during an unknown procedure, leakage. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and e) were returned for analysis. Upon evaluation of each device, the duckbill was found to be slightly open at the slit. A leak test was performed and each device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that devices (b, d) were returned in good condition. A leak test was performed and each device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b, d additional information: batch # (B)(4), expiration date: 08/2016, manufacturing date: 09/2011. The analysis results found that device (c) was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device c additional information: batch # (B)(4), expiration date: 08/2016, manufacturing date: 09/2011.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.